Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button was sticking. Customer¿s blood glucose level was unknown. Customer stated that to press button multiple times to get it to move to the next screen. The device will not be returned for analysis.